Event description:
The extension tubing disconnected when the technologist flushed the device with saline. There was no blood exposure to the mucous membranes and there was no harm to the pt as a result of this incident.

Manufacturer narrative:
One used and one unused unit were received for eval (B)(4) 2012. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).